Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump kept alarming no delivery. She said that she tried changing her insulin pump sites and even different bottles of insulin but it did not help. Her blood glucose was over 600 mg/dl. During the no delivery alarm during basal/bolus/fixed prime, she was advised to run a manual prime until the piston reached the end of travel. She said that the insulin pump did not alarm with no reservoir and that there were not a series of beeps and no units displayed during the manual prime while the reservoir was out of the insulin pump. The insulin pump showed that the maximum fill was reached. The customer was advised that the pump needed to be replaced and that she needed to retrieve and save the pump settings. The insulin pump will be returned for analysis.